Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage and button error alarm. Customer's blood glucose was unknown mg/dl. The customer stated that the screen have a crack and a reservoir window has a crack. The customer stated that the lower right of a display have a crack and a button error occurs frequently.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case on the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. No unexpected cracked reservoir window anomalies noted. During visual inspection shows that damage to lcd screen is a scratch not a crack as reported by user.